Manufacturer narrative:
The result image files were reviewed by an immucor technical specialist. Visual inspection of the well fill images showed yellow-green tint of possible icteric sample with the 3-cell assay. The reference a1 and b cells of the patient's abo sample also showed icteric sample in the well fill image. The customer was referred to the galileo echo operator manual which states "warning: samples that exhibit excessive hemolysis or lipemia or that are icteric should not be tested on the galileo echo." No product deficiencies were identified. Product performed as expected. The event appears to be sample related.

Event description:
A customer reported an unexpected negative reaction on the galileo echo instrument with the capture-r ready screen 3 assay.